Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse replaced the host pc and loaded new license files. After replacement the system was returned to use in good working order. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.